Manufacturer narrative:
An act artic e1 hip brg 28x38mm, was returned and evaluated against the complaint. Visual inspection found significant scratching near the apex of the bearing with lighter scratching around the radius. Clusters of pits were also sporadically observed around the outer radius. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) mmi review: initial normal postoperative appearance of right total hip arthroplasty with follow-up image demonstrating dislocation of the femoral component superolaterally with respect to the acetabular cup. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products:: item number 00811400110 item name femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length lot # 64609268. Item number 010000701 item name g7 bonemaster ltd acet shl 48c lot # 6749838. Item number 00801802803 item name femoral head sterile product do not resterilize 12/14 taper lot # 62516835. Product returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04439.

Event description:
It was reported patient underwent a hip revision procedure approximately one month post implantation due to dislocation. Patient fell from a chair causing the hip to dislocate. Attempts have been made and additional information on the reported event is unavailable at this time.